Event description:
The customer reported a clenz leak near the flow cell while running the 5c cell controls on the coulter lh 780 hematology analyzer. The customer indicated that approximately 10 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from the loose yellow quick disconnect 2-2 (qd2-2) tubing. Qd2-2 delivers 30 psi to pinch valve vl48 which opens the differential mixing chamber drain path to waste when activated. The fse tightened the fitting at qd2-2 to resolve the leak and tightened the other qd fittings in the area of the leak as preventative maintenance. The fse verified the repair as per established procedures and no further leaks were noted. Results: failure mode of the event is attributed to loose quick disconnect (qd) 2-2 fitting. (B)(4).